Event description:
2 (j-loops) 7" smallbore pressure infusion ext [extension] set with remv micro-clave. Leaking found at connection to piv [peripheral IV] catheter when flushed. To 2 j-loops when putting in piv. Lot # 14134939 exp. 2029-09-01 ref: mc33213. Manufacturer response for 7" smallbore pressure infusion ext set w/ remv microclave clear, purple clamp ro, (brand not provided) (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.